Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with oversensing on the lead. X-ray found an insulation breach physician will continue to monitor the lead.